Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a prolapsed anterior leaflet. A mitraclip ntw was successfully implanted. The mr was reduced to grade 1. Roughly one month later, the patient presented to the hospital shortness of breath. A transesophageal echocardiogram (tee) was performed and revealed residual flail at a1, a prolapse at p2, causing mr to increase to a grade of 4. The clip was noted to be stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea was due to the recurrent mitral regurgitation (mr). The reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 appears to be due to residual flail and prolapse left from the initial clip procedure. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of event is estimated.